Manufacturer narrative:
Product complaint #: (B)(4). Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence confirmed the reported allegation. The red side knob has broken off from the main device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral clamp damaged during use, red locking nut fell off clamp, unable to reattach. There was no surgical delay.